Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced a fall.

Manufacturer narrative:
No devices were received with complaint for investigation; therefore, the exact condition of the component is unknown. The device history record could not be reviewed as the lot number is unknown. This device is used for treatment a complaint history search and compatibility assessment could not be performed as the lot number is unknown and the part numbers of the additional components were not provided. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported that the patient fell and this likely contributed to the reported event, but a definitive root cause cannot be determined with the information provided.